Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the secondary IV infusion bag was found empty after one hour when the infusion was programmed to infuse for 3 hours. The customer believed it was the device and found that when it was tested it functioned properly.